Manufacturer narrative:
RMA issued. Part not yet returned for eval at the time of this report.

Event description:
A medtronic (B)(4) rep reported that the geometry error of the registration probe went to approx .5 while in an ent procedure. The probe was going from green to red status. There was a clear line of site, however, trouble-shooting did not resolve the issue. Pulling the system closer, from 6.5 feet to about 4 feet, created some improvement. Later in the case, the cranial reference frame started to experienced the same issue. The system was on for a few hours before it was in use. The medtronic rep reported that the issue worsened the longer the system was on and that the issue persisted with each instrument. Site was still able to complete the case successfully with the use of the landmarx evolution system. There was no impact on pt's outcome.